Event description:
It has been reported to philips that there was a lack of x-rays. The issue was found during clinical use. A delay in the procedure was noted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the problem was with lack of radiation (diagnostics of the device). As a part of the troubleshooting process, fse checked the system and confirmed that the problem was with lack of radiation from the 28/29 jan, could had resulted from an incorrect operation of the foot trigger release (fluoroscopy failed). To resolve the issue, fse suggested the customer to retry with pedal tapping. After customer trying with pedal tapping, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid was corrected.